Event description:
It was reported that centrella med-surg (product code p7900b100005, serial number (B)(6)), had an issue, foot end casters brakes not holding. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
This correction pertains only to the submission date of the g3. Upon review, it was discovered that the previous MDR submitted contained an incorrect g3 of 12.3.2024, please referece original g3 as 12.2.2024 , while the remaining information was accurate.

Manufacturer narrative:
The baxter technician found the foot end casters needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Check the brakes to see whether the bed moves when the brakes are set. Replace parts or adjust the system if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in dec 20, 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the foot end casters to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that centrella med-surg (product code p7900b100005, serial number (B)(6) ), had an issue, foot end casters brakes not holding. The bed was located at the account. There was no patient/user injury reported.